Event description:
The customer reported seeking medical treatment due to high blood glucose of 413mg/dl, and her blood glucose was treated with manual injections. The caller mentioned that the insulin pump had a blank display. Troubleshooting was performed. The customer stated that the device stopped functioning and alarmed. The device also had an off no power alarm, but she did not receive a low battery alarm as she should. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.